Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was premature battery depletion on the cardiac resynchronization therapy defibrillator (crt-d). It was also noted there was high threshold on the left ventricular (lv) lead. The device was explanted and replaced. The lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.